Manufacturer narrative:
(B)(4).

Event description:
It was reported "ns kvo infusing shouldnormally flow in the direction of the green arrow I drew on the picture, however, we noted an accumulation ofns and blood in the plastic sheath that covers the catheter (indicated by arrow in red), which suggests apossible dysfunction of the valve that should normally prevent backflow. The catheter was d/c'd (discontinued)". The patient's current condition is reported as "stable and discharged home".

Manufacturer narrative:
Qn#(B)(4). The lot number reported is 33f24j0378. Returned for investigation was a 5fr. Bi- polar pacing catheter from the 5fr pacing/psi kit without the original packaging. The sample was returned in a cardboard and was in a sealed bio-hazard bag. Returned with the sample was a 6fr percutaneous sheath introducer (psi) sheath. Upon return, the supplied control stroke syringe was connected to the inflation lumen stopcock; no damage or abnormalities were noted to the returned syringe. The inflation lumen stopcock was in the open position. The recommended volume capacity of the balloon is 0.75cc. No condensation was noted in the inflation lumen. Under microscopic inspection, the balloon appeared typical. The cath-guard including the touhy-borst adaptor was noted on the returned cath-eter; some liquid blood/fluid was noted within the cath-guard. The distal and proximal electrode appeared typical. The distal and proximal electrode extension leads appeared typical. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the interior surfaces of the returned catheter. No visual damage noted to the returned catheter. The returned 6fr percutaneous sheath introducer (psi) sheath was visually inspected. The sheath hub and tip appeared typical. Under microscopic inspection, no visual damage or abnormalities were noted to the sheath hub or to the visible portion of the sheath seal. Dried blood was noted on the exterior and interior surfaces of the returned sample. Liquid blood was noted within the interior surfaces of the sheath extrusion and within the sheath sidearm. No visual damage or abnormalities were noted to the re-turned sheath. The customer submitted photo was reviewed. The photo shows the pacing catheter and psi sheath in the clear plastic bag; liquid blood was noted within the cath-guard. The inflation lumen was injected with 0.75cc of air using the returned control stroke syringe. The balloon inflated symmetrically. One side of the balloon measured approximately 4mm. The other side measured ap-proximately 4mm. The balloon did meet specifications per graphic of radius ratio less than or equal to 1.5. The inflation lumen was injected with 0.75cc of air using the returned control stroke syringe. The balloon inflated symmetrically. The balloon deflated in less than 3 seconds when the syringe was removed per specification. Upon tug test, no pull away was noted. The balloon was placed in water, and air was injected into the inflation lumen again. No leak was noted. The distal electrode and distal extension lead (white wire) were connected to a multimeter and continuity was found between the leads. The resistance measured 1.3 ohms and passed functional testing. The proximal electrode and proximal extension lead (blue wire) were connected to a multi-meter and continuity was found between the leads. The resistance measured 1.4 ohms and passed functional testing. Both distal and proximal electrodes were cross checked, and no short circuit was found. The teflon sheath sidearm was flushed using a 60cc lab-inventory syringe. Blood exited. The returned 6fr psi sheath was inserted into the t-tube and the t-tube was pressurized to 200mmhg. No leaks were detected from the sheath. The returned catheter was inserted through the returned psi sheath and the touhy-borst adaptor was connected to the sheath hub. The catheter and sheath were then inserted into the t-tube and the t-tube was pressurized to 200mmhg. No leaks were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The de-vice passed all manufacturing specifications prior to release. The reported complaint for "blood in the plastic sheath" is confirmed based on visual inspection of the returned sample. Blood/fluid was confirmed present within the cathguard upon receipt of the sample. During the investigation, no leak was noted from the returned psi sheath. It could not be confidently determined what caused the blood to enter the cath-guard. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the cath-guard. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "ns kvo infusing shouldnormally flow in the direction of the green arrow I drew on the picture, however, we noted an accumulation ofns and blood in the plastic sheath that covers the catheter (indicated by arrow in red), which suggests apossible dysfunction of the valve that should normally prevent backflow. The catheter was d/c'd (discontinued)". The patient's current condition is reported as "stable and discharged home".